Event description:
No new information received from the customer.

Manufacturer narrative:
This report is being submitted to provide the results of the manufacturer¿s investigation. The subject device was not returned, and therefore the customer¿s reported failure mode could not be confirmed. Based on the results of the investigation and the lack of returned device, a definitive root cause for the reported failure mode could not be determined. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that flashes were observed in the distal part of the fiber while attached to the subject device. The issue occurred during a therapeutic stone fragmentation - lithotripsy procedure and was completed using an olympus back-up device. There were no reports of patient harm. This is report 1 of 2.